Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was received with the pump already cut open. No investigation could be performed. No data logs being provided. The cause of the issue was not determined since product was not returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported a patient was implanted with an impella 5.5 for circulatory support. During implantation there was sensor failure that did not require the pump to be explanted. The patient was successfully weaned and the pump was later explanted.